Event description:
It was reported that research pathology of an explanted heart found 3 unk xience stents, 1 in the proximal saphenous vein graft, 1 in the mid saphenous vein graft, and 1 in the distal right coronary artery. All 3 stents showed neoatherosclerosis. The stent in the proximal saphenous vein graft showed a grade I stent fracture. The cause of death was nonstent related cardiac death. The events occurred 360 days post stent implantation. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(6) 2010 - estimated date of event. (B)(6) 2009 - estimated date of implant. There were no reported product deficiencies. The reported patient effect of occlusion is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use (IFU) as a known adverse event of coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device if any cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling. The two other xience v devices referenced are being filed under separate medwatch MFR numbers.